Manufacturer narrative:
The pt's skin flap was revised on (B)(6) 2015.

Manufacturer narrative:
Following skin flap revision surgery, the patient reportedly could not obtained lock with the internal device. External equipment was exchanged and the device was only able to obtain lock with one type of processor, however, the patient reported no sound. Revision surgery is under consideration.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's explanted device reportedly cannot be located by the hospital. Should the device be returned to the company, a supplemental report will be submitted at that time. A review of the device history record revealed no anomalies. This is the final report.

Manufacturer narrative:
The patient was reportedly reimplanted with another cochlear device. The patient is doing well with the new device.

Manufacturer narrative:
The patient's device was explanted.

Event description:
The patient reportedly experienced headpiece retention issues and intermittent lock due to the patient's thick skin flap. External equipment was exchanged and additional magnets were added to the external equipment, however, this did not resolve the issue. Skin flap surgery has been scheduled.